Manufacturer narrative:
Mfg site name - (B)(4) medical. Visual and functional analysis of the returned capio slim suture capturing device revealed no damage. The mesh assembly was not returned for analysis. The event as reported cannot be confirmed. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a vault prolapse repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the capio carrier failed to retract and the needle detached and left inside the capio cage. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a vault prolapse repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the capio carrier failed to retract and the needle detached and left inside the capio cage. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.